Manufacturer narrative:
Manufacturer's report date 9/5/97 the pump was returned for evaluation. Visual, and functional testing was performed. It was noted that the inspection seal was missing and the lower housing clip and overlay was damaged. The accuracy was extensively tested and found to be within specification. The event log was reviewed and revealed that channel c was set to 5ml/hr at 4:00pm on 6/11/97; placed on standby at 6:45pm, and at 9:37pm the cassette was removed. No other interruptions were registered. We were unable to duplicate the failure with the returned instrument. The exact cause of the issue is not knonw. The unit was repaired and returned to the user. The MFR will monitor customer complaints with regard to this issue.

Event description:
It was reported that an overinfusion of morphine occurred. Rate was set to deliver at 5ml/hr. 120mls were delivered in 5 hours. There was no resultant patient complication.